Manufacturer narrative:
D2: additional product code nwb. E1: (B)(6) hospital ( added here due to character limitations). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: sudden lost of image due to cable failure, at cover packing damage, and white scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that the 4k autoclavable camera head had poor output. The issue occurred during preparation for use, and the therapeutic procedure (laparoscopic gastrectomy) was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 ands h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "no image is displayed" was caused by a communication failure caused by faulty cable. The event can be detected/prevented by following the instructions for use which state: never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.